Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site and drg leads had migrated back to the ipg site after an accident. To address the issue, surgical intervention was undertaken wherein the entire drg system was explanted and a new scs system was implanted. Therapy was restored post-op.